Event description:
Complainant alleged that, during functional testing, the device began to auto-analyze upon power up. Complainant indicated that, there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a follow-up report when our investigation is completed.